Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2024, it was reported by the patient that he was suffering from hyperglycemia. In troubleshooting bent cannula was found. High blood glucose was treated by correction bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available

Manufacturer narrative:
Patient country: (B)(6).